Manufacturer narrative:
The rse evaluated the device remotely. It was determined that the paddle cable was damaged due to the malfunction of the pads adapter cable. Therefore, pads adapter cable (451980050241) was replaced to resolve the issue. After that the device was returned to full functionality.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the paddle cable is damaged. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.